Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure of the pocket. The field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, and the pocket was unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this even